Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the non-tandem infusion set fell off the customer and insulin was not received overnight. The infusion set brand and manufacture was not provided. Additionally, it was reported the customer had pneumonia which customer believes contributed to the reported event. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline antibiotics, and nausea medication. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.